Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient had an infection on his neck incision after a patient's first implant and was given antibiotics. At the patient's dosing appointment, the physician still turned up the patient's generator to 0.25ma, which the patient was tolerating well. It was stated that the patient had started taking antibiotics since the day after surgery, and that per the physician, the neck incision infection is healing well. It was further noted that the patient had a respiratory infection and still had a cough. Device history records were reviewed and showed that the implanted devices were sterilized prior to distribution. No further relevant information was received to date.